Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. The event could not be confirmed as the event occurred in vivo and could not be replicated. The root cause of the event could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A reliant balloon was inserted into the patient as an accessory device for the endovascular treatment of a 42mm in diameter iliac aneurysm. It was reported that during the index procedure, when a negative pressure was applied from the connection of the reliant balloon catheter and the shaft, a large amount of air flowed into the syringe. Inflation and deflation were repeated in order, starting from the limb. However, once the negative pressure was applied after ballooning on the proximal side, a large amount of air came into the syringe thus, use of the device was discontinued. Using another reliant on the other side, the procedure was completed with no further issues. No clinical sequelae were reported and the patient is fine.